Event description:
Caller indicated the relion prime meter was giving variable readings. Got reading of 55 and didn¿t feel like her blood glucose was low and retested right away and got reading of 320 felt like the reading of 320 was more accurate. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The meter involved in incident was returned, but the test strips were not returned and the lot number given is invalid. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.